Event description:
In early 2009, boston scientific corp was informed that the resolution clip device was successfully introduced into the endoscope, but the clip did not move forward or backward. After several attempts, the clip was forcibly moved through the endoscope inside its sheath. The clip could not be opened in order to be released. The physician made several movements until the clip became partially released and the metal sheath became curved. The physician decided to remove the clip and its sheath and perform the procedure without the clip. The procedure was completed with a different device without any pt complications. Pt is "ok."